Manufacturer narrative:
This report is submitted on 31 mar 2021.

Manufacturer narrative:
This report is submitted on january 15, 2021.

Event description:
Per the clinic, the patient developed a blister and infection at the implant site, and was treated with intravenous antibiotics twice each day for 10 days. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.